Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powers on with vibratory and audible sounds. A rewind, load and prime sequence were successfully completed. The black box shows unusual fluctuation of the voltage on date of event; (B)(6) 2014 12:45 the vp goes from 153 to 138. The pump was tested with an external power supply and idle, sleep, rewind and load currents all are within specification. Removed the pump cover; no evidence of loose components or moisture contamination identified inside pump. Battery cap was not returned; test cap used to complete all testing. The complaint was confirmed in the pump history but not duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.